Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had crack. Customer's blood glucose level was unknown at the time of the incident. Customer stated that was they screwing the battery cap the crack appeared. Customer stated that no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.